Manufacturer narrative:
As alleged, post implant of a ventrio st mesh, the patient experienced adverse events including swelling in the abdomen, fever, vomiting, discomfort, fluid collection around the prosthesis and subsequently underwent mesh explant, which reportedly what "stuck to the intestines." Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device identifies adhesion formation as a possible complication. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 152 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per ansm report provided (B)(4). As reported, on (B)(6) 2022 the patient was implanted with a ventrio st mesh and on (B)(6) 2022 the mesh was explanted. Description of incident: after implantation, various symptoms appeared: enormous swelling in the abdomen, fever, vomiting, discomfort. An ultrasound scan revealed a large collection of fluid around the prosthesis. Current patient status: surgery to remove the prosthesis, which was stuck to the intestines. Suturing of the hernia. Significant abdominal pain and intestinal disorders since that day. Clear decrease in physical activity. Actions taken in the healthcare facility to treat the patient: nr.